Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are hospitalized due to high blood glucose of 460mg/d. Customer¿s current blood glucose was 110mg/dl. Customer was wearing the insulin pump during hospitalization. Customer states that drive support cap was normal and there was no leaks or air bubbles. Customer states that insulin was exited at qr. Customer advised to change entire set, insulin and treat as per hcp¿s instructions. Insulin pump will not be return for analysis.